Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as specimens were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any related nonconformances, potential nonconformances or deviations associated with the complaint lot and customer reported issue. Ticket search by lot identified lot 58212ud01 did not identify an increase in complaint activity. The review of ticket and trending did not identify any trends regarding commonalities for complaint lot and customer reported issue. Additionally, in-house testing was conducted for complaint lot 58212ud01, which concluded all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 58212ud01.

Event description:
The customer reported elevated architect stat high sensitive troponin-I and provided the following data: customer reference range: =26.2pg/ml. The result was 6,585.8pg/ml, retest result was 6,675.3pg/ml. The clinical physician reported that the results were inconsistent with the clinical symptoms. The customer tested the sample with polyethylene glycol (peg), which was 4,082pg/ml. Results also show linearity when diluted. Patient information: patient with diagnosis of cerebral infarction, hypertension grade 2, enlarged cardiac shadow, and pericardial effusion. Electrocardiogram showed left anterior block, myo was normal, and there was a suspected myocardial injury.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 and there is a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported elevated architect stat high sensitive troponin-I and provided the following data: customer reference range: =26.2pg/ml. The result was 6,585.8pg/ml, retest result was 6,675.3pg/ml. The clinical physician reported that the results were inconsistent with the clinical symptoms. The customer tested the sample with polyethylene glycol (peg), which was 4,082pg/ml. Results also show linearity when diluted. Patient information: patient with diagnosis of cerebral infarction, hypertension grade 2, enlarged cardiac shadow, and pericardial effusion. Electrocardiogram showed left anterior block, myo was normal, and there was a suspected myocardial injury. There was no reported impact to patient management.